Manufacturer narrative:
Information was received on 14-apr-21 indicating event date. Device evaluation completion date: 04/26/2021: device evaluation: one smiths medical portex endotracheal tube sacett was returned for analysis. Visual inspection was performed and indicated that hole was detected in cuff. During analysis, the returned sample was inflated using a syringe to detect any leak in cuff and detect any defects and pilot balloon was inflated successfully. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Event description:
Reported a smiths medical intubation/portex endotracheal tubes sacett balloon was tested before the tube was inserted and then after inserting the tube , the balloon did not work and did not inflate. Also reported ,in addition the cuff pilot tube is not installed well and when using it comes out by itself .this was reported to occur on seven occasions as incidents described . Photos are attached displaying a malfunctioned balloon.